Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:39:28.during night drain cycle three, the patient's ultrafiltration reading was 1449ml, indicating the home patient (hp) drained 1449ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). Additional method code ? 3372. The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up will be submitted.